Event description:
Device malfunction: none. Time of symptoms/ae: post vessel closure. Symptoms/ae: pseudoaneurysm. The following event was noted through a periodic article review. The purpose of the article was to document the risks associated with removal of large-bore venous catheters misplaced within the subclavian artery. The article reports that the patient underwent an emergent procedure following infusion catheter placement in the right subclavian artery. The infusion chamber was removed, and the catheter fragment was exchanged for a 6fr perclose proglide device. Complete hemostasis was achieved; however, following balloon dilatation, angiography demonstrated a small pseudoaneurysm beneath the puncture site. Multiple repeat balloon inflations while administering protamine, did not demonstrate further change; however, additional treatment was not performed as it might have increased the risk of hemorrhagic transformation of a pre-existing large area of acute infarction in the posterior fossa of the patient. The patient was discharged home two days later. Six-week follow-up demonstrated complete resolution of the pseudoaneurysm.

Manufacturer narrative:
This report involves a case noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Attachment: elad I. Levy, md, et al; "inadvertent subclavian artery catheter placement complicated by stroke", published catheterization and cardiovascular interventions 2009; 73:706-711.